Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal bupivacaine 20 mg/ml at 25 mg/day, baclofen 1000 mcg/ml at 1251 mcg/day, and dilaudid 3 mg/ml at 3.75 mg/day. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient had itb (intrathecal baclofen) withdrawal, symptoms of pruritus, increased spasticity and altered mental status along with reset, low battery and safe state of their pump. It was thought this began (B)(6) 2016, but the event logs had not been read yet. The manufacturing representative did not hear any audible pump alarms and had not inquired with the patient or hcp about that. The patient was hospitalized but the manufacturing representative was not sure when patient was admitted or when patient's symptoms began. The pump was not replaced, as the patient was already gravely ill, and the CT scan showed anoxic brain damage. The patient died on either the evening of (B)(6) 2016 or the early morning of (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was noted that no one reported hearing an alarm. The manufacturing representative reported that the patient had been admitted to the hospital in the medical intensive care unit on (B)(6) 2016 and was being treated for sepsis. The manufacturing representative reported that the patient died on (B)(6) 2016.

Event description:
Additional information was received from a manufacturing representative. A motor stall occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.